Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline and heparin via an implantable pump for cancer chemotherapy. The concentration of heparin was 1200 units/ml. The dose rates for both heparin and saline were unknown. It was reported they were needing to have the patient¿s pump shut off because there was an issue. The catheter was clogged. They started seeing issues in early (B)(6) and had tried to do a side port flush twice, once using fluoroscopy, and they were not able to do so. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). Since they were not able to flush the side port, they were looking to have the pump permanently shut off. The hcp provided verbal consent to shut off pump and the code to enter via the clinician programmer was provided. The hcp was able to successfully shut off the pump. No patient symptom was reported. No further patient complications have been reported as a result of this event.